Event description:
Overfeeding (free flow). Nurses advised nestle rep that they had disconnected the tubing from the rotor of the pump without closing the roller clamp while still connected to the pt. This resulted in the child receiving a bolus feeding of less than 250ml. No known injury was received by the pediatric pt in this incident. Nursing staff was accustomed to an anti free flow tubing, they were trialing out this new tubing. Hosp contacted the sales rep directly. Pt's formula was 1/2 peptamen af and pt received less than 250 mls in the incident. Info was reported one week after incident at which time pt has no adverse effects.

Manufacturer narrative:
Unable to confirm with facility as of date of report. Will continue to follow up for specific pt info.